Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experience peritonitis manifested by stomach pain and vomiting. The same day as the onset of peritonitis, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with unknown antibiotics ip (dose and frequency unknown). On unknown date during hospitalization, the pd catheter was removed and the pt was started on hemodialysis (hd). Six days after admission to the hospital, the pt was discharged from the hospital. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. The pt was not retrained on aseptic technique. Additional information was requested but was not available. This is report 3 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same pt as complaints (B)(4).

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers h13e31025, h13i05039, h13h20055, h13j04064, h13l02031 and h14a07064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.